Event description:
Healthcare professional reported right side capsulotomy during a visit, baker grade unknown. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 openings assessed as fold flow opening. ¿ crease/folding of implant: creases were observed. ¿ other-technical: no observed particles in the valve. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles observed inner on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsulotomy during a visit, baker grade unknown. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "capsulotomy" during a visit. Healthcare professional later reported right side deflation. Device remains implanted.